Event description:
Information was received from a healthcare provider regarding a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp) stated that the patient reported feeling increased pain in the last two weeks, but when they went to check their pump, a motor stall message appeared. The manufacturer's technical services specialist (tss) had the hcp check logs and a motor stall recovery listed today. Tss discussed telemetry mode and any volume discrepancy. The hcp called back and stated there was no volume discrepancy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.